Event description:
Pt was being prepared for dialysis. Injection cap was removed, heparin was being instilled in venous & arterial ports to check patency & initiate dialysis. Luer lock adapter fell out of venous side. Pt lost small amount of blood. Contamination of pt did occur-resulted in positive blood cultures. Luer lock replaced, appeared stable & intact arterial side. On 7/29 adapter fell out again. Catheter pulled by physician 7/30/95.